Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they had a major unrelated surgery on (B)(6) 2019 and was catheterized following the surgery. Caller noted the catheter was removed on (B)(6) 2019 and they haven't been able to pee since. During the call, stimulation was increased from 3.0v to 3.6v and they reported comfortable stimulation. As a result of what was reported, they were redirected to their healthcare provider (hcp) if the issue persists. No device issue was reported and no further patient complications have been reported as a result of this event.